Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was damaged. The damage was further described as the patient discovered the minicap was cracked approximately eight hours after it was attached to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. It was determined that the product did not meet specifications for the reported problem as the evidence of cracked caps was pictured. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the cracked minicaps could not be determined. Should additional relevant information become available, a supplemental report will be submitted.